Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported having issues with the tubing coming out of the infusion set and detaching at the quick release/site connecter while sleeping. Patient's blood glucose level at the time of this report was 22.6 mmol/l, which was treated with a pump and patient also had to put on a new set. This was the third time when this issue had occurred. The first time, her blood glucose was 16.0 mmol/l and she had to change her set and treat it with an insulin pump. The site location was upper abdomen, the first time and the latest one was patient's upper thigh with the pump worn in her bra. The infusions were stored in her room at room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.